Event description:
Pt experiencing headaches and cold. Pump legacy (B)(4), overly sensitive. Slight movement pump beeps indicating line clamped, only to resolve is to stop and restart infusion. Dose or amount: 34ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.